Event description:
It is reported that the entire sensor was removed when trying to take only the needle out. The customer mentioned that the sensor did not work prior to taking the sensor out. The customer was informed that a replacement sensor will be shipped to them. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.